Event description:
Physician noticed that as he does venous sticks with a fluid-filled syringe connected to the hub of the entry needle, aspirating as he makes the stick. With this particular needle the physician has noticed air leaking into the hub. If the physician switches to the micropuncture needle and uses the same syringe, he does not have the air leak.

Manufacturer narrative:
Evaluation: still under investigation.